Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated 70.7cm from the hub. Microscopic examination revealed no additional damages. The balloon is still tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 15jan2019. It was reported that shaft kink occurred. During unpacking of a 3.0mm x 12mm quantum maverick balloon catheter, it was noted that the device was kinked. The procedure was completed with a another of same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed shaft detached/ separated.